Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not been able to feel stimulation from both of her stimulation sets at the same time. The sjm representative was able to program each set individually, but when both were turned on, the patient could only feel stimulation on the right side, not on her left side. The patient was scheduled for a follow up appointment to address the issue. No further information is available at this time.